Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported the patient described foamy sputum since implantation. This event as possibly related to the patients medical history. The patient has reported symptoms consistent with cardiac insufficiency, including shortness of breath and foamy sputum. No actions have been taken. Device currently remains implanted. Should additional information be received, this file will be updated.